Event description:
The device was being used to deliver defibrillation shocks to a pt using internal paddles. The device reportedly displayed a connect cable message when the charge button was pressed. The device operator was allegedly able to charge up and deliver a defibrillation shocks of 20 and 30 joules by flexing the paddles cable at the device connector. The pt was resuscitated.